Event description:
The account alleged the side rail center arm assembly is broken and they do not believe the side rail will latch or hold. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.